Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. The pcu event log shows that at 6:41 pm on (B)(6) 2017 the pump module was programmed to infuse a basic primary infusion at 30 ml/hr with a vtbi of 1 ml, and a custom concentration secondary infusion of epoch-edv 3 in 1 with a diluent volume of 537 ml to infuse at 22.4 ml/hr. At 6:43 pm, the rate was changed to 23 ml/hr. The device alarmed for patient side occlusion and was restarted. Between 12:25 am and 5:58 am on (B)(6) 2017, the device alarmed 15 times for air in line. After each alarm, the infusion was restarted. While the user was responding to the alarms, the device alarmed for flo stop open 14 times for a total open time of 1 minute and 7 seconds. At 7:42 am, the device alarmed for air in line a 16th time, was channeled off, and the system was powered off. The volume recorded as being infused during this period was 837.704 ml for the secondary infusion and 0 ml for the primary infusion. The pcu event log indicates that a bag change likely occurred almost 24 hours after the start of the infusion when the infusion was paused at 6:21 pm on (B)(6) 2017 and the vtbi changed to 537 ml, however it cannot be determined from the log if the primary and secondary bags were empty at this time. No devices were returned for investigation. The root cause of the reported overinfusion was not identified. (B)(4).

Event description:
The customer reported that a secondary infusion of 536.7 ml of epoch was programmed to infuse at 23 ml/hr with a vtbi of 537 ml and intended to run for more than 23 hours before switching over to the primary. After 12 hours the secondary bag and the primary bag (250 ml normal saline) were both empty. The pump had alarmed multiple times throughout the night (no alarm details provided). There was no report of patient harm.